Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 56.3cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented to hospital after receiving inappropriate shocks. Upon interrogation, it was observed that the rv lead had dislodged into the atrium. Double counting of atrial and ventricular activity caused vf therapies. The lead was explanted and replaced when repositioning was unsuccessful.